Event description:
The hcp reported that the patient was not experiencing pain relief. The catheter was repaired and patient bolused with still no relief. Refill of the pump reveals 18 ml residual. A study was performed and no movement was detected. The pump was explanted and replaced with another pump. The pump was returned to manufacturer for analsis. A follow-up report will be sent when additional information is available.

Manufacturer narrative:
Device analysis reveals a cracked rotor magnet holder.